Event description:
Pt transferred on (B)(6) 2009 from acute care facility with cad, mi, pvd, dm, hypertension. Pt underwent cardiac cath and subsequent CABG x 4 on (B)(6) 2009. Pt had multiple medical complications, including renal failure (on hemodialysis), ventilator dependency and pseudomonas lacinetobacter infection. On (B)(6) 2009, a flexi-seal catheter was inserted for control of diarrhea. No evidence of hemorrhoids or previous rectal surgery noted. On (B)(6) 2009, at 1:45 pm, pt was noted to have 100 cc of bloody stool around flexi-seal. Flexi-seal removed. Pt had a period of subsequent bleeding and a bedside flexible sigmocloscopy was performed where epinephrine injection was applied to control bleeding of noted larger ulceration in area of flexi-seal with visible vessel actively bleeding. F/u colonoscopy done on (B)(6) 2009 showed no further rectal bleeding. Pt transfused multiple units of pc and ffp. Vital signs returned to baseline. Pt maintained on vasopressors, remain vent dependent and on hemodialysis.